Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The customer reported the device is retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery via right radial access. The 3.5x18 mm xience sierra stent was first implanted in the proximal lad (plad) and was possibly under expanded. Next, the physician went through the stent in the plad to place a 3.0x18 mm xience sierra stent in the mlad with no issues reported. Next, the circumflex (cx) coronary artery was wired through a strut of the 3.5x18 xience sierra stent and it was attempted to place a 3.5x12mm xience sierra stent in the cx but the stent would not cross the previously implanted stent. The stent was removed without issue and there were no other issues noted. The physician removed both guide wires and the guide catheter and when they were removed, the 3.5x18 mm xience sierra stent was found on the end of the guide catheter unraveled. The procedure was completed. The patient is stable and being discharged and plans to return in 1 week to have another angiography performed. No additional information was provided.